Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device at the user facility, the scope communication errors e226 and b31 were displayed on the monitor when the subject device was turned the power on, and the endoscopic image could not be displayed. The user facility replaced the subject device with ltf-s190-10 to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the scope communication errors e226 and b31 as reported was duplicated, and also found that there was no abnormality in the assembly condition such as the wiring of the printed circuit board inside the video connector socket. Then, omsc replaced the printed circuit board and confirmed that the image was displayed without problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc surmised that the reported phenomenon was attributed to the failure of the printed circuit board inside the video connector due to the connecting/disconnecting the video connector while video system center being powered on, or being applied the static electricity to the electrical contacts of the video connector. If additional information is received, this report will be supplemented.